Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device relative to a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, the device was difficult to advance into the anatomy. The device became stuck after the procedure, while pulling it out of the vessel. A surgical cut down was performed to remove the device. Surgical suturing was used to achieve hemostasis and repair vessel damage. The device was retrieved as a single unit with no device separation noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.